Event description:
On (B)(6) 2010, nidek inc rec'd a letter stating maude event report related to ec-5000. This letter stated a pt underwent the lasik procedure in 2004. The pt developed the lasik-related complication known as ectagia, iatrogenic keratoconus or secondary keratoconus in 2008. According to the info, this pt required an intervention due to significant negative impact on the vision.

Manufacturer narrative:
Add'l investigation by nidek inc. Concludes that "we provided necessary info and training to surgical doctors who use the ec-5000 to prevent adverse events." "Based on the info presented, we are unable to determine the root cause of this injury," and "if further info is rec'd, we will submit a f/u." Nidek co., ltd. Asked nidek inc. For add'l investigation. Since nidek co., ltd also could not have further info to perform add'l investigation as a MFR, we are unable to determine the root cause of the injury. If further info is rec'd, we will submit a f/u report.